Manufacturer narrative:
Siemens is in process of investigating the event. The root cause for the event is unknown.

Event description:
Customer reported that they smelled paper burn. They opened printer cover and found out that thermal paper was black and had a hole in it. Customer indicated that printer got burnt. There was no report of injury due to this event.